Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure to alarm for air in the line was not confirmed nor duplicated during product evaluation. Tests were performed and found the pump to be within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump did not detect air in the line during bio-medical testing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this device is currently unknown.